Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was a break in aseptic technique, further described as did not wear a mask and area not clean before starting pd. The patient started treatment with vancomycin (1 gm, frequency and route not reported) and fortum (1 gm in each bag, intraperitoneally, frequency not reported) for peritonitis. Pd therapy was ongoing. The patient was recovering from the event. No additional information is available. Suspect product details: on an unreported date, the patient began treatment with dianeal pd-2 ultrabag 1.5% and dianeal pd-2 ultrabag 2.5% (doses, frequencies, and lot numbers not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. Event details: during a call, the following was reported. On an unreported date, the patient had a break in aseptic technique also described as patient made mistake, did not wear a mask, and area not clean before starting pd which led to peritonitis. On (B)(6) 2013, the patient experienced peritonitis. On the same day, the patient was hospitalized for peritonitis. On an unreported date, the patient started treatment with vancomycin (1 gm, frequency and route not reported) and fortum (1 gm in each bag, ip, and frequency not reported) for peritonitis. Outcome: peritonitis: recovering/resolving. Break in aseptic technique: not reported. Medical history: end stage renal disease (esrd) and diabetes. Concomitant therapy: not reported. Causality assessment: peritonitis: unrelated. Break in aseptic technique: not reported.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental report will be filed.